Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of this prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation, this patient had right knee replacement (B)(6) 2020. They underwent right knee revision on (B)(6) 2022, approximately 1 year 11 months after their initial procedure. (B)(6) 2022 op report states that there was found to be a clean wound with clear synovial joint fluid and well-fixed femoral, tibial, and patellar components. There was a mild to moderate amount of visible polyethylene wear within the tibial polyethylene. There was also evidence of a mild amount of polyethylene debris within synovial encapsulation. The patient was awakened and transferred to recovery in stable condition. There were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 6449567, 02-020-12-0330 - truliant ps por fem ps por right sz 3. 6338559, 02-022-55-3030 - truliant por tib tray size 3f/3t. 6546974, 200-02-32 - three peg patella 32mm. S088630, 521-78-23 - threaded pin size 2.3 collared 2pk. S088637, 521-78-23 - threaded pin size 2.3 collared 2pk. 8034720103, a10012 - gps implant kit v2.